Event description:
It was reported that the patient had inadequate pain relief as the stimulation was not covering the posterior aspect of pain down the lower extremities. It was also noted that the leads had high impedances. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6).